Event description:
It was reported that during unpacking for an unspecified treatment procedure, a guide wire tip split was noted. During unpacking the .035in, 185cm, j tip back-up meier guide wire tip was noted to be damaged, kinked, and "split". No patient complications were reported.

Event description:
It was reported that during unpacking for an unspecified treatment procedure, a guide wire tip split was noted. During unpacking the .035in, 185cm, j tip back-up meier guide wire tip was noted to be damaged, kinked, and "split." No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the unit returned presents the distal tip damaged, as part of overall visual revision. Visual inspection was performed and the device presents: the spring tip severely kinked at 179.9cm and at 180.5cm approx. From the proximal end. All the outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).